Event description:
Caller indicated the relion confirm meter was reading low. The customer stated she takes her blood sugar every morning before she eats. She tested and received 32mg so she ate some sugar, orange juice and a peanut butter sandwich to increase her blood sugar levels. She then waited for one hour before she took another reading and she received a reading of 66mg. She stated she started feeling shaky and cold. She felt something wasn't right so she contacted the paramedics. She stated they arrived at her house and tested her blood sugar on their meter and received a reading of 205mg. Then the paramedics waited about 30 minutes and retested on her confirm meter but received a reading of 66mg. At that time they informed her to get rid of the confirm meter and to contact the manufacturer. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.